Manufacturer narrative:
The reagent lot number is 70212101. The expiration date is 30-jun-2024. The field service engineer (fse) inspected the analyzer and determined that the rinse tubing was blocked. The fse then cleared the rinse tubing. He also replaced the reagent probes. The fse performed qc with successful results. The investigation reviewed the last calibration performed on (B)(6) 2023. The calibration was within specifications. The investigation reviewed the qc recovery. The qc recovery was within the customer's provided ranges on (B)(6) 2023 at 8:37 pm and 8:40 pm. The qc was out of range low for both levels 0on (B)(6) 2023 at 8:32 pm and 8:35 pm. The investigation reviewed the customer's handling of patient samples. The patient sample tube was centrifuged for 5 minutes at 3000 rpm. The investigation determined that the centrifugation time may be shorter than recommended. Instrument issues: the investigation reviewed the alarm trace. The alarm trace contained a "sample probe: abnormal aspiration error". This is an indicator of possible poor sample quality. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable elecsys ferritin (ferritin) results from an unspecified number of patient sample tested on the cobas e 801 analytical unit. The reporter stated that their qc recovery was failing, they were receiving carryover errors and discrepant ferritin results. The reporter was able to provide two patient samples with discrepant results: the initial results were reported outside of the laboratory. The patient samples were rerun on their other analyzer. Sample #1: the initial result from the analyzer was 64 ng/ml. The repeat result from the other analyzer was 264 ng/ml. Sample #2: the initial result from the analyzer was 16 ng/ml. The repeat result from the other analyzer was 64 ng/ml.

Manufacturer narrative:
The customer filed three voluntary medwatches: mw5146186, mw5146187, and mw5146188. Roche received the medwatches on 17-oct-2023. Medwatch field "e4 initial report also sent to FDA" was updated. On follow-up on 24-oct-2023, the customer provided additional questionable elecsys estradiol assay and elecsys vitamin b12 immunoassay results from four patient samples tested on the reported cobas e 801 analytical unit (from their 05-sep-2023 to 06-sep-2023 run). At that time it was also clarified that none of the results on the medwatches were provided to patients. No adverse event occurred. The initial results were reported outside of the laboratory. The qc failure on 06-sep-2023 prompted the rerun of the patient samples. The reruns were performed on 08-sep-2023. Sample#3 the initial estradiol result was 322 pg/ml. The repeat result was 5 pg/ml with a data flag. Sample#4 the initial estradiol result was 311 pg/ml. The repeat result was 5 pg/ml with a data flag. Sample#5 the initial estradiol result was 577 pg/ml. The repeat result was 61.4 pg/ml. Sample#6 the initial vitamin b12 result was 3869 pg/ml. The repeat result was 429 pg/ml. The repeat results were deemed correct. The estradiol and vitamin b12 reagent lot numbers and their expiration dates were requested but not provided. The estradiol and vitamin b12 calibration and qc data were requested but not provided. Information requested by FDA on 01-nov-2023: we¿ve received several complaints from the same user regarding the following cobas instruments failure with very much difficulty for the lab to detect there was an instrument failure. The complaints summarized below are all from one single lab user. I¿m checking to see if your firm has completed investigations on these complaints and whether these are related to the same issues that were previously discussed several months ago related to the misaligned rinse nozzle on the rinse assembly. Please let me know whether the following issues are being tracked by your firm and whether you have any actions plan involving these difficult to detect instrument failures. Thanks so much for your assistance! Instruments involved: cobas pro e801 analyzers and cobas c501 analyzers date of events: (B)(6) 2023. Complaints concerning many patients were reported out of the lab as erroneous results. Lab user only runs qc once a 24 hour period, at the night shift. During the beginning of the shift, qcs ran were accepted and patient results were reported out; however, when qcs were ran during the next shift, all qcs were out, therefore, lab repeated all patient samples in between the shift and observed that some of the results were erroneous. Please see summaries below. 1. Event date 9/6/23: all qcs were in except for nt-probnp on the evening of 9/5/23. A total of 40 reports has to be corrected (27 patients were impacted). Roche engineer came to troubleshoot the pro e801 and found the ews sipper was completely blocked with bacterial growth build up. Fse replaced all the reagent probes as preventive maintenance. The most recent pm performed by roche fse was on (B)(6) 2023. 2. Event date (B)(6) 2023: a few of the qcs ran were out on the c501 analzyer on (B)(6) 2023. A total of 15 patient reports has to be corrected. Roche fse identified problem was due to a worn rinse tube. 3. Event date (B)(6) 2023: sporadically low sodium and chloride were reported out from one of the cobas c501 analyzers from 9/23 to 9/26. The qcs samples during this time window were always acceptable. Roche fse serviced the instrument on 9/27 and discovered some of the rinse tubing that was changed previously has pinched because of the placement. This is the third instrument failure event happened to this customer in one month. Response from the manufacturer: roche successfully matched the medwatch information provided to FDA and subsequently to roche to previously documented complaints in our it case handling system. Upon contacting the customer site, it was confirmed that the complaints and the medwatch forms were indeed describing the same events. Regarding the event on 9/6/2023 related to the cobas pro e801 analyzer, this is distinct and not related to the issues we previously discussed. The investigation for this case is currently underway and we will determine the necessary actions once we have the results. Roche previously submitted MDR 1823260-2023-03138 for this event and a supplemental report was submitted today. However, the events on (B)(6) 2023, and (B)(6) 2023 are related to the cobas c501 analyzer and align with the issues we previously discussed. Both of these events occurred on the same cobas c501 analyzer. For the event on (B)(6) 2023, we have the event date documented as (B)(6) 2023 and the date reported to roche as (B)(6) 2023. This event was submitted to FDA from roche on MDR 1823260-2023-03212. The field service engineer confirmed that the tubing was worn from rubbing along the cover alongside the rinse head mechanism likely causing pinholes. This location suggests that this was caused by customer handling during the customer maintenance process. The tubing was replaced. The event on (B)(6) 2023 was submitted to FDA from roche on MDR 1823260-2023-03346. It is plausible that for the event on(B)(6) 2023 the field service engineer may not have routed the tubing correctly. We cannot say for sure if it was the routing by the field service engineer or the maintenance by the customer. The tubing routing was adjusted and the field service engineer was informed. Supplemental reports were submitted for both the cobas c501 mdrs today. Customer bulletin tp-01893 was finalized on july 18, 2023 to help to mitigate this issue for the events on (B)(6) 2023 and (B)(6) 2023. We have confirmed with the customer that they have received the customer bulletin and that they have incorporated the instructions into their internal maintenance activities. In the us, we have realized a reduction of erroneous results complaints related to the rinse mechanism tubing starting in september 2023. Because of the 6 month preventive maintenance cycle, we expect to realize the full benefit of the customer bulletin somewhere between 6 - 12 months after the publication of the customer bulletin. We are continuing to closely monitor complaints related to these issues.